Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. Upon explant, fluid loss was identified due to a hole in the tubing. There were no patient complications.